Manufacturer narrative:
The device was returned to the endochoice service center for inspection and eval. The malfunction could not be reproduced upon eval and the distal tip has been sent to the factory for investigation.

Event description:
It was reported that there was no image on the middle screen. It was not reported if this malfunction occurred during a case.